Event description:
The sterile packing of 20 micrusphere coils was found opened at the sterile seal. It was reported that some of the outer cartons were also damaged. There was no damage to the shipping box. The open seals were found by a sales rep at the distribution center. It was reported that the distributor¿s facility had air conditioning to maintain an ambient temperature, but the air conditioning was turned off when the distributor facility was closed. No damage was found on the actual devices. It was reported that the products were moved frequently between the hospital and distributor (as often as twice per week). Involved products were ssr18092720/c25101, ssr18082520/c22816, ssr10082520/c24108, ssr10051020/ c21852, sph10040020/c16302, ssr10035720/c22177, ssr10030520/c22291, ssr10022520/g15462, ssr18174020/c14414, ssr18133420/c24286, ssr18123020/c25365, ssr18112820/c23425, ssr10072020/c24609, ssr10072020/c22311, ssr10071420/c18273, ssr10062020/c24373, ssr10051420/c14405, ssr10035720/c22858, ssr10025320/c21348, ssr10022520/g15461.

Manufacturer narrative:
Complaint conclusion: the sterile packing of 20 micrusphere coils was found opened at the sterile seal. It was reported that some of the outer cartons were also damaged. There was no damage to the shipping box. The open seals were found by a sales rep at the distribution center. It was reported that the distributor's facility had air conditioning to maintain an ambient temperature, but the air conditioning was turned off when the distributor facility was closed. No damage was found on the actual devices. It was reported that the products were moved frequently between the hospital and distributor (as often as twice per week). Involved products were ssr18092720/c25101, ssr18082520/c22816, ssr10082520/c24108, ssr10051020/ c21852, sph10040020/c16302, ssr10035720/c22177, ssr10030520/c22291, ssr10022520/g15462, ssr18174020/c14414, ssr18133420/c24286, ssr18123020/c25365, ssr18112820/c23425, ssr10072020/c24609, ssr10072020/c22311, ssr10071420/c18273, ssr10062020/c24373, ssr10051420/c14405, ssr10035720/c22858, ssr10025320/c21348, ssr10022520/g15461. The original shipping box was not returned. The shipping box from india has two large holes in the top and bottom in which the returned products could be seen and mold was found on the box. The external product box has moisture and crush damage. Located on the chevron side of the seal is an opening breaching the sterile seal. Due to the severe damage and large holes in the shipping box sent from india containing the complaint products, it cannot be determined how much additional damage occurred during transit. The most likely contributing factor to the external box damage and the sterile breach appears to be related to environmental, handling, and storage issues. All product boxes and pouches are inspected prior to shipment from the san jose manufacturing facility to the distribution warehouse; therefore the circumstances of how and where this damage occurred cannot be determined at this time. However, it was stated that the air conditioning was turned off when the distributor facility was closed in india. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The open seal with sterility breach was confirmed through product analysis. Evaluations into the methods used to handle and store items in the india market is being pursued with the india affiliate and its local distributors. The circumstances which lead to the poor condition of the packages are considered to be isolated to this affiliate/distributor office. This is 1 of 20 mdrs submitted for this complaint, with associated manufacturer report numbers of 2954740-2015-00018, 2954740-2015-00019, 2954740-2015-00020, 2954740-2015-00021, 2954740-2015-00022, 2954740-2015-00023, 2954740-2015-00024, 2954740-2015-00025, 2954740-2015-00026, 2954740-2015-00027, 2954740-2015-00028, 2954740-2015-00029, 2954740-2015-00030, 2954740-2015-00031, 2954740-2015-00032, 2954740-2015-00033, 2954740-2015-00034, 2954740-2015-00035, 2954740-2015-00036, and 2954740-2015-00037.

Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 20 mdrs being submitted for this complaint.